Event description:
Boston scientific received information that during a procedure to replace this 32 year old pacemaker, it was noted that the right ventricular (rv) lead was stuck in the header of the device. The lead tip never released and eventually separated from the lead body while the physician was trying to remove it. Subsequently a portion of the rv lead was surgically abandoned and the pacemaker was explanted. The patient was not pacemaker dependent and no adverse patient effects were experienced. A new dual chamber pacemaker system was implanted on the patient's right side.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.